Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sites are irritated and she notices a blister at the site when she removes them. Customer confirmed that the infusion set was not leaking. Customer's blood glucose was 524 mg/dl at the time of the incident. Customer stated the site shows signs of infection such as redness and discharge. Customer's mother mentioned the customer was hospitalized in 2016 for dka. The pump used during that incident has already been returned. Customer also reported a hospitalization on (B)(6) 2015 with a blood glucose level of 460 mg/dl at the time of admission. The emergency medical services came and got the customer from the park. Customer was unconscious and had passed out. The cause of the hospitalization was dka. The customer was wearing the insulin pump at the time of the hospitalization. The customer was later released after a few days. Customer was not able to troubleshoot the device since it has already been replaced.